Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, white particles, and creases. A weight test of the device was performed and verified device within specification. Clouds and bubbles were observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no openings observed on the device nor any issues related with the complaint of rupture. Additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.